Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On 0925/2012 at approx 2315, channel b of the device was programmed to deliver norepinephrine 16 mg/250 ml, with a dose rate of 5mcg/min, at a rate of 4.687 ml/hr, with a vtbi (volume to be infused) of 250 ml, and the delivery was started. On (B)(6) 2012 at an unspecified time, the device alarmed with a whitescreen error. The device was removed from clinical use. Therapy was resumed using a replacement device. The physician was notified. Although there was potential for serious injury, the customer contact reported there were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the svc ctr. A review of the device history indicated the initial programming occurred on (B)(6) 2012 at 2020, channel b of the device was programmed for delivery of norepinephrine 16 mg/250 ml, with a titrated dose rate of 5 mcg/min, at a calculated rate of 4.687 ml/hr, a vtbi (volume to be infused) of 250ml, for a duration of 53 hrs and 20 mins, and the delivery was started. On (B)(6) 2012 between 0128 and 1021, the delivery on channel b was stopped and the dose rate was titrated 9 times to between 10 mcg/min to 1 mcg/min for calculated rates between 9.37 ml/hr to 0.937 ml/rn and the deliveries were restated. Between 1117 and 1118, the delivery was stopped, standby mode was entered, and canceled. Between 1210 and 1303, standby mode was entered, the device was powered on, alarmed with a post sw alarm, channel b alarmed s408 (can bus error), and channel a alarmed with s308 (can bus error). This report represents all the info known by the reporter upon query by hospira personnel.